Manufacturer narrative:
The investigation into the limb ischemia and the access site bleeding has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Per the provided clinical information, the root cause of the limb ischemia was use related issue due to improper technique and closure complication in which resulted in a lack of perfusion down the impella leg.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 51-year-old male noted as high risk percutaneous cardiac insertion (hrpci) was implanted with an impella cp device for mechanical circulatory support. Upon completion of the hrpci, the pump was explanted and groin site seen to be ischemic. The limb ischemia prompted the impella limb to be treated by the vascular surgeon.